Manufacturer narrative:
Product ID, 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), product type recharger product ID, 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID, 3708240 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID, 3708240 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID, 3487a-56 lot# v022330, implanted: 2007 (B)(6), product type lead product ID, 3487a-56 lot# v020232, implanted: 2007 (B)(6), product type lead product ID, 3487a-56 lot# j0455370v, implanted: 2007-(B)(6), product type lead product ID, 3487a-56 lot# v022330, implanted: 2007 (B)(6), product type lead. (B)(4). Final analysis of the implantable neurostimulator found no anomaly.

Event description:
It was reported that the patient experienced adverse positional stimulation changes as well as undesirable changes in stimulation with symptoms of increased pain. The severity of the pain was noted as mild. The patient was reprogrammed on (B)(6) 2012, (B)(6) 2012 and (B)(6) 2012. The patient's device was replaced and the issue resolved without sequelae on (B)(6) 2013.